Manufacturer narrative:
After fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen: +40 units, +60 units, +120 units, +180 units, +240 units. After 10 unites are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought that the fill estimate was inaccurate. Tandem customer technical support (cts) reviewed the steps that customer performed and amount of insulin loaded. The fill estimate was found to be correct and cts education the customer on how to the pump calculates the fill estimate. The customer acknowledged the information. The customer's blood glucose (bg) level was 70-260 mg/dl. The customer delivered a bolus via the pump to address the bg level.